Event description:
It was reported that the customer received a bad battery alarm, changed the battery and then experienced a blank display. The customer's blood glucose was 129 mg/dl. Troubleshooting was done. Advised customer to insert a new aaa alkaline battery, and the customer stated that the display did not return. Upon inserting another new aaa alkaline battery, the display returned and the customer received a battery out limit alarm. Advised that if the customer did not clear the failed battery test alarm then the alarm would occur with each new battery inserted. Explained the alarm to the customer. Advised customer to monitor the insulin pump. Advised that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.